Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the left bundle area pacing (lbap) lead exhibited high capture threshold in unipolar configuration and unsatisfactory qrs morphology. The lbap dislodged multiple times at multiple implant positions. Additionally, the helix of the lbap lead was found to be damaged. The lbap lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events were unacceptable capture threshold, lead dislodgement and helix damage. A complete lead was returned in one piece. The reported event of helix damage was confirmed. Visual examination of the lead found the helix was extended/ stretched consistent with procedural damage and was clogged with blood/tissue. The cause of the helix damage was isolated to procedural damage. Helix extension length test and helix mechanism test were unable to be performed due to the damaged helix. The reported event of unacceptable capture threshold was not confirmed. Final analysis found no indication of conductor fractures or internal shorts.